Manufacturer narrative:
The referenced transcatheter aortic valve implantation (tavr) was reported under medwatch MFR report# 2916596-2018-01144. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 3 months. The device was returned for evaluation and thrombus was confirmed in the evaluation of the returned pump. The pump was returned with the percutaneous lead (driveline) cut approximately 1¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and cup. The inlet bearing cup was unseated from its bore of the distal-side of the inlet stator during the disassembly process and was present in the rotor inlet area. The thrombus ring appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The rings were similar in color and structure and were likely a single formation prior to the disassembly of the device. The thrombus found in the pump could have potentially contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with shortness of breath. The patient has been symptomatic for 6 months, had a transcatheter aortic valve implantation (tavr) in (B)(6) 2017, which did not resolve symptoms. A ramp study showed no change in left ventricle diameter with speed change. Lactate dehydrogenase was at 1400 u/l. Pump parameters documented as unchanged. The patient received a pump exchange. The inflow and outflow were left in place. No additional information was provided.